Manufacturer narrative:
Additional information obtained clarified that the injury previously reported in this MDR against the 23mm sapien 3 valve was actually due to late endocarditis. In this case, approximately 4 months post tavr the patient was diagnosed with enterococcus bacteremia with possible echodensity on av prosthesis. Six weeks of antibiotics were finished. Upon follow up visit a month later, blood culture grew enterococcus. Echocardiogram was performed which demonstrated stable similar echodensity on av prosthesis. The patient was transferred to a different hospital for surgical evaluation of bacteremia with possible aortic valve echodensity. Echocardiogram (tte) performed demonstrated ef 55%, tavr well seated, normal gradients, trace intervalvular regurgitation, no vegetation was seen. On hospital day #4 patient had a tia. Tee performed demonstrated av prosthetic regurgitation with paravalvular regurgitation, aortic valve vegetation. CT and MRI demonstrated no active source of infection. Dental exam revealed multiple carried teeth and the patient was taken for extraction of 2 teeth. 8 months post implant the sapien 3 valve was explanted due to endocarditis and replaced with a surgical 21mm inspiris resilia valve. 7 days later the patient was discharged in stable condition.  There was no allegation or indication that the reported endocarditis was related to a sterilization failure during the manufacturing process of the valve.  The event was investigated by edwards lifesciences and found not to meet the criteria for a reportable event. Therefore, a corrected report is being submitted.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported from implant patient registry (ipr), approximately 8 months post tavr with a 23mm sapien 3 valve via transfemoral approach, the valve was explanted and a surgical valve was implanted. The reason for the explant is unknown at this time.